Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarms. Customer reported they were unable to clear the alarm. Customer stated they were not able to rewind the insulin pump. Customer stated they entered into pool while connected to the insulin pump. Customer stated insulin pump had failed battery alarm. Customer performed displacement test and got error again. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Unable to verify pump error 28 alarm, pump error 43, pump error 18 and failed battery alarm due to blank display noted.